Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9628 serial/batch number 021951 was received for investigation. Functional testing was not performed due to damage of the drill tip. Visual evaluation found that the returned 3.0mm drill bit tip was broken off. Nicks were observed along the flute length. The root cause of the reported failure mode is undetermined; however, this event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.

Event description:
It was reported that during a shoulder surgery the device broke off inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.